Event description:
"High occurrence of needle sticks using huber needle sets." Reporter stated that hcp's that were stuck were administered medication prophylactically for human immunodeficiency virus protection.